Event description:
It was reported that during a supply change the infusion site disengaged from the spring-loaded insertion device when the blue needle cover was removed, and the user¿s teflon infusion set was not properly deployed or connected, leading to interrupted insulin delivery. The agent instructed the user to replace the infusion set and complete fill tubing and fill cannula steps, after which insulin delivery resumed. Symptoms included no reported adverse clinical effects. Outcomes included no reported injury, no alerts or alarms, and restoration of therapy. Investigation included troubleshooting and user education performed remotely. Investigation of this case revealed user handling and deployment technique issues consistent with an infusion set deployment problem. It was concluded, based on previously established findings for similar reports, that the cause was user technique.